Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced blood glucose levels above 300 mg/dl, above 400 mg/dl, and as high as 500 mg/dl. The customer changed her infusion set and treated with the insulin pump. The customer had issues with the infusion set. The device was not returned.